Event description:
This unsolicited literature device case was received on (B)(6) 2012 via a article: alijotas-reig j, garcia-gimenez v, llurba e, vilardell-tarres m. Autoimmune/inflammatory syndrome (asia) induced by biomaterials injection other than silicone medical grade. Lupus 2012; 21 (11): 1326-1334. This device case concerns a female patient of unknown age who experienced cutaneous sarcoidosis induced by poly-l-lactic acid injections used as nasolabial folds/lip fillers. The patient was part of a retrospective study which aimed to report the cases of autoimmune/inflammatory syndrome induced by adjuvants ((B)(4)) in a study of (B)(6) patients suffering from inflammatory disorders related to biomaterial injections other than silicone, principally hyaluronic acid, acrylamides or methacrylate compounds. On an unknown date, the patient (patient no. (B)(6)) received poly-l -lactic acid filler injected in nasolabial folds/lips (batch no and lot no, expiry date unspecified). After about 15 months of receiving the filler injection (unspecified whether previous hyaluronic acid of poly-l-lactic acdi injection), patient had local complaints of facial nodules; which later evolved to systemic complaints of malaise, fatigue, fever and cutaneous sarcoidosis. The patient reportedly experienced late-onset adverse reaction related to bio-implant fillers. Skin manifestations include livedo reticularis, rash, hand's erythema; liquen, induration, large panniculitis. Typical signs of both sarcoid granuloma and granuloma annular of two different samples at different sites were shown in biopsy. It was reported that there was evolvement into autoimmune or granulomatous disease. Patient received low-dose prednisone at a dose of 0.2-0.3mg/k, later tapered down. To avoid bone mineral density loss, calcium and ergocalciferol (vitamin d) supplements were given while patient received prednisone. The event of cutaneous sarcoidosis induced by poly-l-lactic acid injections had improved. Patient denied personal or familial autoimmune background. Patient previously underwent injection procedure using hyaluronic acid filler. Patient's medical history was significant for smoking. No concomitant medication was reported.